Event description:
During the procedure the physician used a wilson-cook tracer metro direct wire guide. The additional information provided indicated that the physician was attempting to go through a tight stricture with the wire guide. During this attempt a portion of the wire guide coating separated at the distal end of the device but did not detach. No injury to the patient was reported.